Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis/ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Pt had thready to unidentifiable pulses the whole admission, but r leg which was the impella leg was looking paler this am. Us duplex obtained and little to no flow was shown alongside with clot, so patient went down to or for thrombectomy, fasciotomy, and dpc placement. During the surgery, the patient's vascular anatomy was severely calcified and heavily diseased. Per the vascular surgeon "the impella is innocent; this injury was not caused by it." During the surgery, there was a fair amount of blood loss, so 3 uprbc and 1 plts given.